Manufacturer narrative:
Date initial report sent to FDA: 08/27/2009.

Event description:
Procedure: CABG. According to the reporter: when the surgeon tried to clip, no clips came out. It cut the tissue which started to bleed, but it started to work again. The surgeon was able to use the device again to stop it.